Event description:
It was reported via legal documentation that approximately 150 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, a failed tibial polyethylene, and osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10. Concomitant devices. 1231458 234-03-05 - optetrak asy,ps cemented femoral, sz 5, 1339943 200-02-41 - three peg patella 41mm. 1436770 200-04-55 - cemented finned tib. Tra sz 5f/5t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Additionally, this device was not packaged in a non-conforming vacuum bag. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.